Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. When the case hardware was installed there was intermittent (distorted) audio. The speaker was removed from the backflex and rear case for further evaluation which found the one side of the coil wire to be broken internal to the speaker causing an intermittent connection. The rear case which contains the speaker was replaced. (B)(4)

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio in the pediatric care area. It was also reported there was no patient involvement.